Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. No telemetry was noted upon device return. Visual inspection noted scratches, tool marks, and severe dents in the case. There was body fluid contamination in the lead barrels. The device case was removed and the internal inspection noted a crack below the area where the case was damaged. The crack was caused by excessive force applied to the device case during explant.

Event description:
Boston scientific received information that during a superficial wound infection revision, the device was removed with a large amount of force from the pocket with clamps. During the removal, the device stopped pacing, the patient's rate dropped to 35-40 bpm, and rf telemetry was lost. The device was unable to be re-interrogated after multiple attempts with the wand. Therefore, the device was explanted and a new device was implanted. It was noted that there were dents in the can where the clamps were positioned. The leads tested appropriately, and remain implanted. No additional adverse patient effects were reported.